Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device failed preventive maintenance. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the oridion board has failed with error code 570.6200 been confirmed, replaced it a new oridion board. Performed leak down test and co2 calibration with passing results. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08/06/2019 to the present date 10/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device failed preventive maintenance. No patient involvement is noted.